Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pelvic abscess ("pelvic abscess"), wound abscess ("wound abscess"), staphylococcal infection ("staph infection (mrsa)"), post procedural infection ("infection following hysterectomy requiring procedure and wound care") and genital haemorrhage ("heavy bleeding") in a 38-year-old female patient who had essure (batch no. 841634) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adhesion, adenomyosis, chronic cervicitis, endocervical squamous metaplasia, hydrosalpinx, menorrhagia, narcotic abuse, asthma, mastitis and wound infection. Concomitant products included cefalexin (cephalexin), clindamycin, ibuprofen, naproxen, oxycodone, quetiapine (seroquel), salbutamol (albuterol) and vicodin (lortab). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), back pain ("lower back pain"), abdominal pain lower ("cramps"), weight increased ("weight gain"), pain in extremity ("thigh pain") and pain ("pain all over aching"). On (B)(6) 2016, 5 years 2 months after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia") and abdominal pain ("abdominal pain"). In september 2016, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), wound abscess (seriousness criteria medically significant and intervention required), staphylococcal infection (seriousness criteria medically significant and intervention required) and post procedural infection (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy) and surgery (exploratory lap in (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic abscess, wound abscess, staphylococcal infection, post procedural infection, abdominal pain, migraine, back pain and pain in extremity outcome was unknown, the genital haemorrhage, dysmenorrhoea, menorrhagia, vaginal haemorrhage, headache, abdominal pain lower and weight increased had resolved and the pain was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pain, pain in extremity, pelvic abscess, pelvic pain, post procedural infection, staphylococcal infection, vaginal haemorrhage, weight increased and wound abscess to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on 16-sep-2011: ??-sep-2011 on 16-sep-2011, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dysmenorrhea, abdominal pain lower, pelvic pain, pelvic abscess, wound abscess, staphylococcal infection, post procedural infection." Most recent follow-up information incorporated above includes: on 9-jul-2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: weight gain, staph infection, pain. Event outcome of ¿pain all over aching¿ updated to recovering. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy bleeding"), pelvic abscess ("pelvic abscess") and wound abscess ("wound abscess") in a 39-year-old female patient who had essure (batch no. 841634) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, 5 years 2 months after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia") and abdominal pain ("abdominal pain"). In september 2016, the patient experienced wound abscess (seriousness criterion medically significant) and post procedural infection ("infection following hysterectomy requiring procedure and wound care"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic abscess (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches") and back pain ("lower back pain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy) and surgery (exploratory lap in (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic abscess, wound abscess, abdominal pain, post procedural infection, migraine and back pain outcome was unknown, the genital haemorrhage, dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved and the headache was resolving. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic abscess, pelvic pain, post procedural infection, vaginal haemorrhage and wound abscess to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2011: ??-sep-2011 on (B)(6) 2011, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received, reporter¿s added, patient¿s demographic details were updated, lot number added, events added per pfs: bleeding vaginal, migraines, headaches, wound abscess and infection following hysterectomy requiring procedure and wound care, pelvic abscess, lower back pain. Events, heavy bleeding, dysmenorrhea, menorrhagia, vaginal bleeding has been recovered. Event onset date and product information was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pelvic abscess ("pelvic abscess"), wound abscess ("wound abscess"), staphylococcal infection ("staph infection (mrsa)"), post procedural infection ("infection following hysterectomy requiring procedure and wound care") and genital haemorrhage ("heavy bleeding") in a 38-year-old female patient who had essure (batch no. 841634 - invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adhesion, adenomyosis, chronic cervicitis, endocervical squamous metaplasia, hydrosalpinx, menorrhagia, narcotic abuse, asthma, mastitis and wound infection. Concomitant products included cefalexin (cephalexin), clindamycin, ibuprofen, naproxen, oxycodone, quetiapine (seroquel), salbutamol (albuterol) and vicodin (lortab). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, 5 years 2 months after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia") and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), wound abscess (seriousness criteria medically significant and intervention required), staphylococcal infection (seriousness criteria medically significant and intervention required) and post procedural infection (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), back pain ("lower back pain"), abdominal pain lower ("cramps"), weight increased ("weight gain"), pain in extremity ("thigh pain") and pain ("pain all over aching"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy) and surgery (exploratory lap in (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic abscess, wound abscess, staphylococcal infection, post procedural infection, abdominal pain, migraine, back pain and pain in extremity outcome was unknown, the genital haemorrhage, dysmenorrhoea, menorrhagia, vaginal haemorrhage, headache, abdominal pain lower and weight increased had resolved and the pain was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pain, pain in extremity, pelvic abscess, pelvic pain, post procedural infection, staphylococcal infection, vaginal haemorrhage, weight increased and wound abscess to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2011: (B)(6) 2011. On (B)(6) 2011, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dysmenorrhea, abdominal pain lower, pelvic pain, pelvic abscess, wound abscess, staphylococcal infection, post procedural infection." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: update of information (batch is not valid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pelvic abscess ('pelvic abscess/infection'), wound abscess ('wound abscess'), staphylococcal infection ('staph infection (mrsa'), post procedural infection ('infection following hysterectomy requiring procedure and wound care') and infection ('infection with IV antibiotics') in a 38-year-old female patient who had essure (batch no. 841634- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2011, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Previously administered products included for an unreported indication: mirena. Concurrent conditions included adhesion, adenomyosis, chronic cervicitis, endocervical squamous metaplasia, hydrosalpinx, menorrhagia, narcotic abuse, asthma, mastitis and wound infection. Concomitant products included cefalexin (cephalexin), clindamycin, hydrocodone bitartrate;paracetamol (lortab), ibuprofen, naproxen, oxycodone, quetiapine fumarate (seroquel) and salbutamol (albuterol). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea cramping"), menorrhagia ("menorrhagia") and abdominal pain ("abdominal pain"), 5 years 2 months after insertion of essure. In (B)(6) 2016, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), wound abscess (seriousness criteria medically significant and intervention required), staphylococcal infection (seriousness criteria medically significant and intervention required) and post procedural infection (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), infection (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding"), migraine ("migraines"), headache ("headaches"), back pain ("lower back pain"), abdominal pain lower ("cramps"), pain in extremity ("thigh pain") and pain ("pain all over aching") and was found to have weight increased ("weight gain"). The patient was treated with surgery (exploratory lap in (B)(6) 2016 and total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic abscess, wound abscess, staphylococcal infection, post procedural infection, infection, abdominal pain, migraine, back pain and pain in extremity outcome was unknown, the genital haemorrhage, dysmenorrhoea, menorrhagia, vaginal haemorrhage, headache, abdominal pain lower and weight increased had resolved and the pain was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, genital haemorrhage, headache, infection, menorrhagia, migraine, pain, pain in extremity, pelvic abscess, pelvic pain, post procedural infection, staphylococcal infection, vaginal haemorrhage, weight increased and wound abscess to be related to essure. The reporter commented: date of insertion: (B)(6) 2016. Date(s) of removal: 29aug2016, 09sep2016 (as per pif). Plaintiff had four additional essure related surgeries on (B)(6) 2016.,retainer signed date: (B)(6) 2016 . Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina on (B)(6) 2011: results: (B)(6) 2011. ¿concerning the injuries reported in this case, the following were described in patient¿s medical records: dysmenorrhea, abdominal pain lower, pelvic pain, pelvic abscess, wound abscess, staphylococcal infection, post procedural infection." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-apr-2020: pif received. New event infection was added. Reporter causality comment, cluster ID was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pelvic abscess ('pelvic abscess/infection'), wound abscess ('wound abscess'), staphylococcal infection ('staph infection mrsa'), post procedural infection ('infection following hysterectomy requiring procedure and wound care') and infection ('infection with IV antibiotics') in a 38-year-old female patient who had essure (batch no. 841634- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2011, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Previously administered products included for an unreported indication: mirena. Concurrent conditions included adhesion, adenomyosis, chronic cervicitis, endocervical squamous metaplasia, hydrosalpinx, menorrhagia, narcotic abuse, asthma, mastitis and wound infection. Concomitant products included cefalexin (cephalexin), clindamycin, hydrocodone bitartrate;paracetamol (lortab), ibuprofen, naproxen, oxycodone, quetiapine fumarate (seroquel) and salbutamol (albuterol). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea cramping"), menorrhagia ("menorrhagia") and abdominal pain ("abdominal pain"), 5 years 2 months after insertion of essure. In (B)(6) 2016, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), wound abscess (seriousness criteria medically significant and intervention required), staphylococcal infection (seriousness criteria medically significant and intervention required) and post procedural infection (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), infection (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding"), migraine ("migraines"), headache ("headaches"), back pain ("lower back pain"), abdominal pain lower ("cramps"), pain in extremity ("thigh pain") and pain ("pain all over aching") and was found to have weight increased ("weight gain"). The patient was treated with surgery (exploratory lap in (B)(6) 2016 and total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic abscess, wound abscess, staphylococcal infection, post procedural infection, infection, abdominal pain, migraine, back pain and pain in extremity outcome was unknown, the genital haemorrhage, dysmenorrhoea, menorrhagia, vaginal haemorrhage, headache, abdominal pain lower and weight increased had resolved and the pain was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, genital haemorrhage, headache, infection, menorrhagia, migraine, pain, pain in extremity, pelvic abscess, pelvic pain, post procedural infection, staphylococcal infection, vaginal haemorrhage, weight increased and wound abscess to be related to essure. The reporter commented: date of insertion: (B)(6) 2016. Date(s) of removal: 29aug2016, 09sep2016 (as per pif). Plaintiff had four additional essure related surgeries on (B)(6) 2016. Retainer signed date: (B)(6) 2016 . Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina on (B)(6) 2011: results: (B)(6) 2011. ¿concerning the injuries reported in this case, the following were described in patient¿s medical records: dysmenorrhea, abdominal pain lower, pelvic pain, pelvic abscess, wound abscess, staphylococcal infection, post procedural infection." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy bleeding"), pelvic abscess ("pelvic abscess") and wound abscess ("wound abscess") in a 38-year-old female patient who had essure (batch no. 841634) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adhesion, adenomyosis, chronic cervicitis, endocervical squamous metaplasia, hydrosalpinx, menorrhagia, narcotic abuse, asthma and mastitis. Concomitant products included ibuprofen, naproxen, salbutamol (albuterol) and vicodin (lortab). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, 5 years 2 months after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia") and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced wound abscess (seriousness criterion medically significant) and post procedural infection ("infection following hysterectomy requiring procedure and wound care"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic abscess (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), back pain ("lower back pain") and abdominal pain lower ("cramps"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy) and surgery (exploratory lap in (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic abscess, wound abscess, abdominal pain, post procedural infection, migraine and back pain outcome was unknown and the genital haemorrhage, dysmenorrhoea, menorrhagia, vaginal haemorrhage, headache and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic abscess, pelvic pain, post procedural infection, vaginal haemorrhage and wound abscess to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina on (B)(6) 2011: (B)(6) 2011. On (B)(6) 2011, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: the event cramps added. Concurrent condition, concomitant medication, events outcome added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, 5 years 2 months after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2011, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on 23-oct-2017: reporter information updated and lawyer added, essure indication updated to permanent contraception, lab data added, events dysmenorrhea, menorrhagia, and abdominal pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove essure/hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.